Manufacturer narrative:
H6: investigation summary no photo or sample was received with the customer's complaint of missing lids. Without any further evidence, the complaint cannot be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd sharps collector 14 qt multi-use nestable experienced a missing lid. The following information was provided by the initial reporter: we have a few containers that do not have lids.

Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector 14 qt multi-use nestable experienced a missing lid. The following information was provided by the initial reporter: we have a few containers that don¿t have lids.